Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she went into diabetic ketoacidosis and may have been hospitalized due to this. Customer indicated that she is using syringes and would like to learn how to use the insulin pump. Troubleshooting has been attempting to contact her regarding this. No further information was given.